Manufacturer narrative:
This product was explanted and replaced. As of today, the product has not been returned. Should additional information become available, this report will be updated.

Event description:
Subsequent information indicates that the rv lead was extracted due to fracture and the patient's ICD was replaced and the patient was upgraded to a biventricular device. No further complications were reported.

Manufacturer narrative:
As of today, this product remains in-service. Should additional information become available, this report will be updated.

Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) exhibited high right ventricular (rv) pacing impedances greater than 2000 ohms and also a shorted lead fault due to a shock impedance of 20 ohms. It was reported that the patient received shock therapy for a true ventricular fibrillation (vf) episode. It was reported by the family that the device emitted a strange noise during therapy delivery. The patient was admitted to the hospital and was to undergo a revision procedure. No adverse patient effects have been reported.